Event description:
It was reported that in coronary care four days after the insertion of the midline and during administration of saline and drugs, a leak was noted at the insertion site. As a result, a venogram was performed to determine the location of the leak and the line was removed. The insertion site was the right upper arm. There was no delay in treatment noted. There was no report of death or patient complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.